Manufacturer narrative:
Reported event: it was reported that the mako shell impactor broke when impacting. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review review of the device history records indicate (B)(4) devices were manufactured under lot 45011115 and (B)(4) devices were rejected for missing documentation on 11/13/2015. The missing documentation was supplied as part of qt-15-11-0040 and all (B)(4) devices were accepted into final stock on 12/15/2015. Complaint history review: review of complaints for p/n 206270, l/n 45011115 within the trackwise database show 03 other complaints related to the failure in this investigation. Complaint investigation(s) (B)(4). Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event.

Event description:
Went to impact cup and mako shell impactor broke. High volume account needing replacement asap. Case type: tha. 15 minutes.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Went to impact cup and mako shell impactor broke. High volume account needing. Replacement asap. Case type: tha. =15 minutes.